Manufacturer narrative:
No blank display or button error alarm noted during testing. Device had unresponsive buttons due to missing keypad overlay. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test due to missing keypad overlay. Device had corroded keypad traces during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer experienced high blood glucose level. Customer¿s blood glucose was over 30 mmol/l at the time of incident. The customer also reported other blood glucose values such as 18.3 mmol/l. The customer treated for high blood glucose with manual injection. The customer was reported that the insulin pump had button error alarm. The customer was advised to replace and to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.